Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ tube pms plh 13x75 3.0 slbl lim ce has been found experiencing three occurrences of poor separator movement during use. The following has been provided by the initial reporter: wrong orientation of separator was noticed when analyzer give a clot alarm about barricor tube.

Event description:
It has been reported that the bd¿ tube pms plh 13x75 3.0 slbl lim ce has been found experiencing three occurrences of poor separator movement during use. The following has been provided by the initial reporter: wrong orientation of separator was noticed when analyzer give a clot alarm about barricor tube.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for the separator not functioning with the incident lot was observed. However, testing of the customer samples was performed and the separator functioned as expected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.